Event description:
Consumer complaint of low blood results. Customer compared his meter against the hospitals's meter. Customer said hospital meter result was 95 mg/dl and his true2go read "lo".

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).